Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that deep scratches were present on the front cover of the calibrator. Since the event occurred during routine testing of the device, there was no patient involvement during this event.